Event description:
It was reported to philips by a customer that the unit had an error message displayed (low leak-co2 rebreathing risk). Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomed is reported the unit displayed diagnostic code 1203 low leak-co2 rebreathing risk. The rse advised biomed to utilize the bi-pap test connector from the unit service to check ventilator and to utilize the following settings for testing purposes (ipap 15, epap 4 and rate 12). The biomed was advised to test the unit for 24 hours and was unable to reproduce the reported problem. The unit has been placed back into service. The customer has advised closing the case. No other anomaly was reported. If additional information is received at a later date, this complaint will be reopened and re-evaluated accordingly.